Event description:
Type I diabetic for 25 years felt symptoms of high blood sugar. He went to ER and was tested at 548 mg/dl. Diabetic was unsure of readings on suspect device, but thought it was approx. 100+ mg/dl on the day of the incident. He was hospitalized for four days. The strips he was using expired 03/31/1996.

Manufacturer narrative:
Standard disclaimer on file.